Event description:
It was reported that during the procedure, the tip of the device fell off.

Event description:
It was reported that during the procedure, the tip of the device fell off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported tip breaking (electrode) failure mode was confirmed on the returned unit. The detached electrode was not returned. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.